Manufacturer narrative:
The customer reported complaint for a catheter leak was confirmed during functional testing. The bond leak was the cause of the fluid loss and the "air trap" alarm. A visual inspection of the returned catheter was performed and no anomalies were observed. During functional testing, the leak was confirmed by pressurizing catheter to 100 psi. The leak was found from the proximal bond to the distal balloon. During manufacturing, all catheters are 100% inspected for leaks. Thus, it is likely that either a latent deformity in the bond area may have caused eventual leak under pressure, or the bond might have been subjected to stress during the insertion of the unit.

Manufacturer narrative:
The zoll catheter was returned to zoll on 28 march 2017, for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
A (B)(6) male patient ((B)(6)) was transferred from ICU. The patient was hospitalized due to intra-cranial hemorrhage followed by cardiac arrest after admission to emergency department. Blood coagulopathy results prior to initiation is not provided. Rate of cooling/ warming was set to max. The reason for therapeutic itvm is due to post cardiac arrest. The thermogard console was set to a target temperature of 36.5 °c. Prior to ivtm therapy, the patient's temperature was 38.15 c. The room temperature at the time was normal (exact temperature is unknown). The icy catheter was inserted into the patient's left femoral without complication. No separate catheter was used as a central line. Dr. (B)(6), the attending physician, indicated there were no difficulties with the insertion. During patient cooling, approximately 12-24 hours after insertion, the console displayed an air trap alert. The saline bag was found empty. No dvt, thrombus, or infection was discovered. The dwell time of the icy catheter was 12-24 hours. There were no reports of an suk leak or blood tinge in tubing. No adjunctive temperature management was performed. A balloon leak is suspected. The attending rn notified the physician and the line was replaced with a new icy catheter in the same vessel (left femoral). There were no reported issues with the new catheter and therapy was able to be completed.